Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the mildly tortuous and moderately calcified mid right coronary artery (rca). A 1.2mm x 12mm threader¿ balloon catheter was advanced with some difficulties for dilatation. Upon inflation at 4 atmospheres, the balloon ruptured. The procedure was completed with a 1.25 non-bsc balloon catheter. No patient complications were reported and the patient status was good.